Event description:
Healthcare professional (hcp) reports a patient experienced pruritis at the end of a hemodialysis treatment while using a ca 170 dialyzer. The incident occurred the week on 8/23/98. Benadryl was administered IV at this time. The patient symptoms resolved at this time. The patient remains on a ca 170 dialyzer for hemodialysis without repeat of the above. The patient is reported to be fully recovered at this time. There have been no recent changes to the patient's medications. The patient's calcium and phosphorus levels were noted to be within normal limits.